Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a plum 360¿ infuser that reportedly dripped/infused kcl (potassium chloride) in 1 hour instead of 8 hours as ordered. Cardio service ordered a 2nd cycle of compounded kcl drip for the patient to drip 40 meqs of kcl plus 2.5 g magnesium sulfate in 250 ml nss (normal saline solution) to run for 8 hours. At 1200h, the ordered compounded kcl drip. At 1243h the kcl drip became available. At 1650h, the compounded kcl was counterchecked by a certified nurse before hooking it to the patient. At 1720h, the compounded kcl was hooked to the patient via plum infusion pump after taking her cbg (capilaary blood glucose). According to the nurse, she set the kcl drip at 31.3ml/hr. At 1830h ¿ patient called the station for assistance in going back to bed. Bn went to the patient¿s room and noticed that the kcl drip was already consumed. When bn checked the infusion pump, the running rate set on the pump was already at 313ml/hr. At 1900h, the cfod was informed and assessed the patient. Cardio service ordered a stat ECG and blood tests for the patient. The patient was also hooked to cardiac monitor. Patient¿s potassium result was 3.2 mmol/l (normal result: 3.5 - 5.12 mmol/l). At 2038h, the cardiac monitor was removed. At 2200h, cardio service ordered the kcl drip to start again to patient for one cycle only (kcl drip 40 meqs in 250ml to run at 31.3ml/hr). The event did occur in the clinical setting, and it was not noted in device history. There was patient involvement, but unknown adverse events or need for medical intervention and unknown delay in therapy.

Manufacturer narrative:
-Nothing was found in the pump event log that would have lead to the complaint. -conducted physical ¿ visual inspection and verifies the complaint. -during test & investigation encounters flickering lcd screen. -replaced cpu pwa assembly. -set a rate of 31.3 ml/hr and duration for 8 hours. Started infusion at 0816h and vtbi completed at 1612h. -total time is 7 hours and 56 minutes with a volume of 244.26 ml. -the customer's complaint of device inaccuracy (flow rate) was not duplicated. -device was retested, passing the test without any errors or alarms.